Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The event was manipulation under anesthesia (mua) happened after primary total knee arthroplasty. The patient was enrolled in an active investigator initiated study (2016-001) with title "post-market study of robotic-arm assisted total knee arthroplasty".